Event description:
Ent surgeon and fellow used the stryker pi drill set 002 during the surgery. However, the drill attachment ball bearing was not working according to the surgeon. The surgeon requested to get a new pi drill set. I opened a new and sterile pi drill set. I immediately called spd and notified the charge nurse. The spd was notified that the ball bearing was not working while the surgeon was using it.